Manufacturer narrative:
(B)(4). Analysis was able to confirm lower control knob was broken. The lower encoder was pushed inside the device case. Analysis also noted that the upper case was broken, the lower case was broken, the display wires were pinched with compromised insulation, the hanger assembly was broken, the encoder assembly was contaminated, and one knob was missing. All found defective parts were replaced an all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken lower control switch. The epg was returned for service. There was no patient involvement.